Manufacturer narrative:
In this incident there was a report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6), dated (B)(6) 2002) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803.

Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure and elected to fill around the file to complete the procedure. There was no report of injury to the pt.